Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the patient had come in for an appointment and the programmed electrodes were 3 and 7. Impedance testing showed the following: ref 0 5 = 1935 ohms - 2361ohms except contact 3 = 7705ohms; contacts 4 and 6 were out of range with all. Ref 2 5 = 1536 ohms - 2361ohms except contact 3 = 7389.; contacts 4 and 6 out of range with all. Ref 3 7169 - 7705; contacts 4 and 6 out of range with all ref 5 1008 - 1935; contacts 4 and 6 out of range with all the representative programmed a bipole on 2 and 7 and the patient claimed to get comparable coverage with this set of parameters. It was noted that the patient experienced a wide range of sensitivity not just in upright versus supine but also when they shifted in a chair or made little movements (¿intermittent stimulation¿). Further information received from the representative reiterated that the patient could not feel the stimulation unless they applied pressure to the ins and that there were high impedances. The representative programmed the device with 5-7 combination as that had the lowest impedances and provided coverage of all the patient¿s painful areas. It was noted that the patient still experienced differences in the level of stimulation when moving around. This occurred when moving their trunk even when slightly bending forward while sitting in a chair. The representative set up a duplicate program with adaptive stimulation (as) but all positions were set to 0. The patient was going to try the new programming and knew how to set the as voltages if they wanted to use the as feature. The patient was to go back to work next week and was to contact the manufacturer¿s representative if they still had issues.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 74002, lot# n481214, implanted: (B)(6) 2016, product type: adapter. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3998, lot# l85577, implanted:(B)(6) 2000, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension.

Event description:
A patient reported via manufacturer representative that they were experiencing intermittent stimulation that started a few days after their implantable neurostimulator (ins) replacement surgery on (B)(6) 2016. It was noted that the patient was getting okay coverage for 1-2 days after the replacement. The manufacturer representative stated that the patient was experiencing a loss of stimulation sensation, but stimulation wasn¿t turning off. It was reported that if the patient would make a slight movement forward or when sitting down, they¿d lose stimulation sensation. The patient would be able to make stimulation come back by pushing on the ins site. It was noted that they would have to be standing and applying physical pressure on the battery site in order to feel stimulation. Impedance tests were ran and all pairs with contacts 4 and 6 had values greater than 10,000 ohms. Other pairs were 1,300-3,200 ohms, and there was one pair at 977 ohms. No falls or traumas were reported that may have led or contributed to the issue. It was reviewed that the manufacturer representative should try to reprogram using lower impedance electrode pairs to try to address the intermittent stimulation. It was also reviewed that the patient may possible need a revision if reprogramming didn¿t address the intermittency. The patient was to follow up with their healthcare provider (hcp). The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the issue was not resolved and the cause was unknown. The rep programmed around the impedance issue and coverage was obtained. The patient had a follow-up appointment scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.